Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose over 500 mg/dl with unspecified ketones, polydipsia, polyuria and difficulty waking up associated with a power issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery compartment was cracked and the pump had experienced intermittent power. This complaint is being reported because the patient allegedly experienced hyperglycemia because of the pump being damaged and experiencing intermittent power.